Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8786925 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 3.0x24mm drug eluting stent to an unk vessel. No pt injuries or complications were reported. Nine days post procedure, the pt presented with a thrombosis in the previously placed stent. "Pre-dilated multiple times 2.5x15 maverick and 4.0x20 quantum maverick." It is unclear if this pre-dilation was done in the initial procedure or for treatment of the thrombosis. Additional info regarding this event has been requested.